Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: the indicator was within the green range. Additional cut and re-anastomosis were performed, but additional port hole or colostomy were not performed. The adjusting knob was rotated in clockwise and anticlockwise and attempted to remove the device, but the device could not be removed. Then, fully tightened the adjusting knob and grasped the firing trigger. Finally, the device could be removed. The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired properly at the 1st firing, when anastomosis the colon. The trigger was grasped, but the washer break sound was not heard. Another anvil and device were used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 08/16/2022. D4: batch # 347a58. Per photographic evaluation: this is an analysis of set of photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the three first photos shows a piece of tissue stapled with some malformed staples on it. The fourth photo shows the device with the cut washer, the safety in disengaged position and with no apparent damaged. Based on the set of photos review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device was received with no apparent damaged. The washer was received cut, with nicks and there were no staples present. Further analysis shows that the guide face and casing were damaged, and this condition not allowed to reload the staples in the pockets. No functional test could be performed due to the condition of the device. In addition, the anvil was inserted and removed three times and no issues were noted. The event reported was confirmed and it is related to improper use of the device. The condition of the guide damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.